Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that they would receive battery out limit alarm when changing the battery. The customer's blood glucose was unknown at the time of incident. The customer stated that they fell on top of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests. The pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm was noted. The pump had intermittent button response due to corroded keypad traces. No numbers scrolling up were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.